Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 112 mg/dl. Reportedly, the customer pressed button with more force which turned on the screen. The customer continued to use the pump for insulin therapy.